Manufacturer narrative:
Device evaluation summary: it was not possible to flush the device via the side port extension during decontamination and analysis. There was no damage to or blockage in the side port which would have prevented flushing. A gap of 2.0mm (fail) was observed between the taper tip and graft cover tip, specification is 0.5mm. There was no damage observed to the device which would have prevented flushing. The cause of the flushing difficulties could not be determined through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft was intended for use in the endovascular treatment of an aortic transection. It was reported that during the index procedure, the device could not be flushed. A new device was used successfully to complete the procedure. As per the physician, the cause of the event was device related. No clinical sequelae were reported and the patient is fine.